Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6) 2012 due to biotronik was incapable of servicing this patient where they live so the physician chose to replace their device. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).